Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was turned off. The customer's blood glucose value was unknown. The customer also reported that insulin pump had scratches on the screen and rejected new batteries. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the operating currents, self test and displacement test. No failed battery test alarm and no unexpected battery power loss anomaly noted during test. Device received with minor scratched lcd window. (B)(4).